Event description:
Electrohydraulic lithotriptor did not work after all cords and connections were secured. Surgeon attempted to fire it up several times to no avail collameter not opening, not able to see full screen when fluro was on. Pt's surgery was cancelled and rescheduled.